Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4 ii), and the elecsys ft4 iii assay (ft4 iii) on two cobas e 411 immunoassay analyzer (e411) systems. The erroneous results were reported outside of the laboratory. The physician asked for an investigation of the issue since there was an imbalance in the thyroid assay results. Please refer to the medwatches with the following a1. Patient identifiers for information related to each affected assasy: (B)(6) = ft3, (B)(6) = ft4 ii, (B)(6) = ft4 iii. The sample (dated (B)(6) 2018) was tested on the customer's e411 analyzer on (B)(6) 2018. The sample was provided for investigation where it was repeated on a second e411 system on (B)(6) 2018. The sample was also repeated on an architect system. No adverse events were alleged to have occurred with the patient. The serial number of the e411 analyzer used at the customer site was asked for, but not provided. The serial number of the e411 analyzer used for investigation was (B)(4). Ft4 ii reagent lot number 288197, with an expiration date of december 2018 was used on this analyzer. All ft4 ii values were above the normal reference ranges of the respective assays. All values generated by roche analyzers and abbott analyzers agree with each other with respect to the normal reference ranges of the assays. Calibration and control recovery on the e411 analyzer used for investigation were ok. For the observed result differences in ft4 ii values between the analyzers from roche and abbott, assays from different vendors can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. Based upon analysis of the provided data, a general reagent issue can most likely be excluded.